Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the ballon catheter intra-aortic balloon (iab), the rn contacted for assistance regarding a recurring iab catheter restriction alarm that had triggered four times during shift. Rn confirmed there was no blood, discoloration, or debris in the helium tubing, and all connections were secure with no visible kinks, including at the insertion site. Despite multiple attempts to resolve the alarm by pressing start, the issue persisted. A review of the iabp monitor screenshots suggested a possible balloon kink, indicated by flattened waveform peaks. Rn recommended nursing interventions such as patient repositioning and dressing replacement, which did not resolve the issue. Subsequently, rn advised obtaining a chest x-ray to verify catheter placement, and customer agreed to proceed and consult the cardiologist. There was no patient harm reported.

Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation and return to manufacture date, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11, g2. Correted field: manufacturing site should be fairfield, initially it was incorrectly mentioned as mahwah, b5, d4 (lot#, UDI#), e1 initial reporter name and e3, g2, h6 medical device problem code. Ruth, a ccu rn, requested assistance for an iab catheter restriction alarm that occurred four times during her shift. She confirmed no blood or debris in the helium tubing, secure connections, and no visible kinks. Despite troubleshooting by restarting the pump, the alarm persisted. A monitor screenshot suggested a possible kink due to flattened balloon waveform peaks. Recommended interventions included patient repositioning and dressing replacement, which did not resolve the issue. A chest x-ray was advised to verify catheter placement between the second and third intercostal space. Ruth agreed to follow recommendations and consult the cardiologist. No patient harm was reported. Product surveillance was collected, and a biohazard kit will be sent for catheter return. The product was returned with the membrane completely unfolded. Blood on the exterior of the iab, between catheter and sheath and inside of the inner- lumen. The sheath was returned over the catheter tubing, covering a small portion of the rear seal. Three kinks were observed on the catheter tubing approximately 46cm, 44.2cm and 42.9cm from the iab tip. The extender tubing, pressure tubing and three-way stopcock were also returned for evaluation. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The reported event of ¿alarm, catheter restriction¿ cannot be confirmed by the evaluation. Three kinks were found on the catheter tubing which confirms the failure of ¿kink¿. We are unable to determine when this may have occurred. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
This call was taken from the emergency clinical support line. It was reported that the balloon catheter intra-aortic balloon (iab), the nurse contacted for assistance regarding a recurring iab catheter restriction alarm that had triggered four times during shift. Rn confirmed there was no blood, discoloration, or debris in the helium tubing, and all connections were secure with no visible kinks, including at the insertion site. Despite multiple attempts to resolve the alarm by pressing start, the issue persisted. A review of the iabp monitor screenshots suggested a possible balloon kink, indicated by flattened waveform peaks. Rn recommended nursing interventions such as patient repositioning and dressing replacement, which did not resolve the issue. Subsequently, rn advised obtaining a chest x-ray to verify catheter placement, and customer agreed to proceed and consult the cardiologist. There was no patient harm reported.